Event description:
It was reported that the device was used during an anterior resection. It was reported that the staples were malformed. Another device was used to complete the case. There was no consequence to the pt.